Event description:
It was reported that this pacemaker system with this right ventricular (rv) lead was exhibiting oversensing, noise and high out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch. These conditions resulted in a signal artifact monitor (sam) episode that is associated to the minute ventilation (mv) feature signal. Technical services recommended reprogramming options and doing an rv lead evaluation at the clinic. This system remains in service and no adverse patient effects were reported.